Manufacturer narrative:
The AED was received at cardiac science without any accessories. The users reported that while monitoring the patient's ECG, the tracings on the screen "froze" and after restarting the AED the device functioned correctly. The users thought there was a 0xf1 error. The users were unable to provide the date that the event occurred; however, examination of the data downloaded from the AED found the reported event occurred on april 17, 2017. Fifteen (15) rhythm analysis periods were performed on that day and none of the analyses determined the patient had a shockable rhythm. After the rhythm analyses, the message log showed a 0xf1 error. Other than the error on april 17, 2017, there were no other 0xf1 errors in the log. The message log also indicates the AED was taken out of service on may 29, 2017. Approximately 18 months later, on november 19, 2018, the AED appears to have been put back into service. The 0xf1 error that occurred in april 2017 was reported to cardiac science in december 2018. The AED passed all incoming tests. The main pcba, ui pcba, and the flat ribbon cable that connects the ui pcba to the main pcba were investigated per the ipc-a-610 standard and no problems were found. Weekly self-tests were performed while gently vibrating the AED without any problems. Thirty (30) second self-tests were run continuously for 75 minutes to simulate 150 days of self-tests and no errors were generated. The AED was connected to an ECG patient monitoring cable and randomly presented with af, vf, and non-shockable rhythms for one hour. The AED functioned correctly during the tests and the display did not freeze. The customer's reported problem could not be duplicated during the investigation and no problems with the AED were found. The root cause of the reported problem could not be determined. No other complaints associated with this AED have been reported to cardiac science. The 0xf1 error is a communication error between the main pcba and ui pcba. Unless the ui pcba is inoperable, the AED will self clear the error code if the error condition is no longer present at the next self-test. During the reported event the users stated the AED functioned correctly after it was restarted. Previous testing has found that the symptoms observed by the customer (display freezing during use) can be recreated by simulating a momentary loss of contact between the battery removed contacts and the AED. It is unknown if there was a battery related problem during the reported event. No information about the battery or its condition was provided. There was a long delay between when the incident occurred and when it was reported to csc. The incident occurred on (B)(6) 2017 and was reported to csc approximately 20 months later on december 5, 2018. The AED remained in service for about 1 month after the reported event. Other than low battery alerts, which indicate the battery needs to be replaced, there were no other error codes between when the event occurred and the AED was taken out of service on (B)(6) 2017. The investigation performed in 2019, when the AED was available for evaluation, was unable to determine the root cause of the incident that occurred in (B)(6) 2017.

Event description:
An ambulance service reported to a distributor in sweden that the AED's display "froze" during 40 minutes of monitoring the patient and showed a 0xf1 error on the screen before they shut down the AED. The AED worked normally again after it was restarted and did not show the 0xf1 error code in the log. Patient outcome and the date of the event were not provided.

Manufacturer narrative:
The distributor has been asked to download the rescue data from the AED and to contact the user to obtain additional information about the event including patient outcome.

Event description:
An ambulance service reported to a distributor in (B)(4) that the AED's display "froze" during 40 minutes of monitoring the patient and showed a 0xf1 error on the screen before they shut down the AED. The AED worked normally again after it was restarted and did not show the 0xf1 error code in the log. Patient outcome and the date of the event were not provided.